Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that due to atrial capture management, the atrial output of the device were set higher than expected based on the in-office threshold test. Also, at the device check 3 months earlier, the longevity estimate had been 7-10 years but it had decreased to 4-6 years due to the higher output. The atrial outputs were reprogrammed to provide an adequate safety margin, atrial capture management was reprogrammed to monitor and the device was going to be rechecked in a month. The device remains in use. No patient complications have been reported as a result of this event.